Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that liquid leaked from a home pd system kaguya set. This was described as ¿the front door part is soaked¿. This occurred during preparation of the device for automated peritoneal dialysis (pd) therapy. The patient was not connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.